Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to damaged crown (dislodged dental restoration).

Event description:
The customer reported a dislodged crown on tooth #30 while wearing the aligners. Medical intervention is required and the crown will be recemented. Aligner treatment was discontinued. For this event, the patient identifier is (B)(6) and the complaint number is (B)(4).